Manufacturer narrative:
A partial lead was returned in one piece measuring 28.7 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that there was a lead malfunction on the right atrial lead. The lead was explanted on (B)(6)2017. No additional information was provided.